Manufacturer narrative:
Updated brand name, catalog number and model.

Event description:
It has been reported to philips that the device may not be functioning as expected.

Manufacturer narrative:
Updated reporting institution address.